Event description:
The customer reported that there was a 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death assocated with this event.

Manufacturer narrative:
The customer declined to have the service evaluate the system and cancelled the service call. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.